Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2006 (B)(6); product type catheter. (B)(4).

Event description:
It was reported, the patient was referred for a dye study by a physician assistant (pa) who refilled and managed their pump under authority of a neurologist because, the patient had complained of increased spasticity over the past one to one and a half months. It was noted increasing the dose did not help. During the dye study the healthcare provider (hcp) was unable to actually complete/perform the injection of dye because, the catheter was unable to be aspirated to determine if there was a catheter issue. It was presently thought to be an occlusion in the catheter and it was concluded the catheter was possibly occluded. Explant was planned; however, the date of explant was not yet determined. The patient was informed to schedule an appointment with the neurosurgeon for replacement and the neurosurgeon was notified. The patient¿s status at the time of this report was ¿alive- no injury.¿ the pump was being used to deliver lioresal. The cause of the event, location of the catheter issue, if surgical intervention occurred, and patient outcome were not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.